Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 600 mg/dl. The customer reported that there was sensor updating, change sensor and calibration not accepted alarm. The troubleshooting was not performed for high blood glucose. The customer stated that they got alert for blood glucose and gets kicked out of auto mode and blood glucose were elevated because of that. The product will not be returned for analysis.